Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1273788. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-09-30. Medical device lot #: 1286059. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-10-13. Medical device lot #: 1270320. Medical device expiration date: 2022-07-31. Device manufacture date: 2021-09-27.

Event description:
It was reported that while testing with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), 6 false positive results were obtained. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the customer reporting false positive bottles

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that while testing with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), 6 false positive results were obtained. Erroneous results were not reported out, and there was no patient impact. The following information was provided by the initial reporter: the customer reporting false positive bottles.